Manufacturer narrative:
The field service engineer evaluated the instrument and found the plunger clamp in the reported problem area of the pipette assembly was bad. The tip clamp was dirty and the 2 pole cable was worn. The tip clamp, plunger clamp, lld spring, and 2 pole cable were replace. The instrument tested without further problem and returned to service.